Manufacturer narrative:
After battery installation unit gave an unexpected flashing white followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that display was solid white. Customer changed the battery but they were still getting an alarm and a solid white screen. Customer was calling back with blank display after receiving new battery cap. Customer reported that the insulin pump screen was flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will not be returned for analysis.